Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported by a physician that a microdislodgement of a implantable pacing lead led to continuously rising threshold levels. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5076-45, implantable pacing lead, implant: (B)(6) 2013. (B)(4).